Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3389s-28, lot# v532558, implanted: (B)(6) 2013, product type: lead.

Event description:
The manufacturer representative reported the patient initially had 2 leads, but one was removed due to infection, leaving one lead and extension on the right side of the head placed in the 0-7 channel. They believed that it was shortly after implant of the system but didn't have any further information on it. It was noted that the infection was reported from the patient's previous surgeon. The manufacturer representative had asked the current doctor when the infection occurred, but they didn't have those details from the previous surgeon. The patient was implanted for movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.